Event description:
It was reported that the device has failed down stream occlusion calibration. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device shows down stream occlusion seal was damaged and degraded. The reported problem was able to be duplicated. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tampered seal label. The customer stated problem was not duplicated. No problem found with the device. Recommend replacing the dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.